Event description:
It was reported that customer experienced recurring cartridge alarm 20 events on pump that were not related to the cartridge load process and involved consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, received instructions to place pump into storage mode and return it using prepaid label, and was informed that pump settings and continuous glucose monitor would need to be set up on replacement pump, which was arranged by technical support.